Event description:
The event is reported as: complaint alleges that the catheter broke off in pt, however, there was enough left on the outside of the pt to remove all the parts. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.